Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and provided instructions to put the faulty pump into storage mode before returning it. The customer was advised to program their settings and connect their cgm to the replacement pump. The customer expressed understanding and acknowledged all instructions provided, including the return shipment process with a pre-paid label.